Event description:
Hamilton had recently released software upgrade v3.0.3 that requires a full calibration after the completion of the upgrade. The software provided a new graphical user interface, new waveform layout, and an added audiovisual alarm to teslaspy. Biomed reached out to the rt manager for approval of software upgrade and scheduled to have it completed during preventative maintenance. While performing preventative maintenance biomed attempted to install software upgrade v3.0.3 with fault. An error occurred while verifying the file "verify manifest file failed" biomed called hamilton technical support and was told to try the file again. After the second failed attempt, the technician sent us an older file (v3.0.1migration file) that successfully loaded. We then proceeded to load the second file (v3.0.3). After the unit rebooted, the tesla spy alarmed indicating it had lost communication to the gauss meter. While in service mode, the technical state was highlighted red with the tesla spy board missing technical information (part number, serial, etc). The technician instructed us on how to add the information however oddly, we were not able to key in the correct tesla spy board part number due to no keyboard pop-up and limited selection of available known part numbers. The tech had us reset the tesla spy alarm but that did not clear the error. We attempted to update the firmware of the tesla spy board but, the graphic user interface did not show a selectable tab. We were then told that the technician had seen a similar issue and it would require either the esm board or tesla spy board needing to be replaced due to a communication error caused by a line-of-code of the new software. Hamilton technicians had knowledge of similar issues, but a statement was not disclosed clarifying software compatibility. The aftermath has put our facility in a position where we cannot serve a critically ill population and will require emergent transfer out to lateral care facility affecting customer care and impacting patient safety as hamilton does not offer a loaner program for a known issue. Also, we will be charged service fees for a known fault that is result of a manufacturer upgrade.